Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted tones and displayed an elective replacement indicator (eri). There is a concern that the battery depleted earlier than expected. It is reported that the latest monitoring voltage was 2.33v with a charge time of 20.2 seconds. Review of device memory revealed that there were only 2 induction episodes and the device is programmed to 2.4v. The device has been pacing 47% for the atrium and 13% for the ventricle. The patient has had no MRI or radiation.